Manufacturer narrative:
Device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Multiple cartridge changes were performed and the issue continued to occur. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was approximately 200 mg/dl.